Manufacturer narrative:
Corrected product code.

Event description:
On 13 apr 2023: abaxis union city, technical support received a call from a laboratory director reporting low potassium (k+) using the metlac 12 panel on the piccolo xpress analyzer. The patient was a 58-year-old male who entered (B)(6) emergency room after falling.

Manufacturer narrative:
On 13 apr 2023: abaxis union city, technical support received a call from a laboratory director reporting low potassium (k+) using the metlac 12 panel on the piccolo xpress analyzer. The patient was a 58-year-old male who entered (B)(6) emergency room after falling. The following results were provided: on (B)(6) 2023:1830 - blood drawn from the patient and analyzed (whole blood) using the piccolo metlac 12 panel lot #2181db1on the xpress piccolo analyzer sn (B)(6). Results: potassium(k+) =2.5mmol/l (reference range 3.6-5.1mmol/l). A second run was not completed due to the blood being more than an hour old. The patient was not treated. On (B)(6) 2023: unknown time - qc ran and passed. On (B)(6) 2023: 0855 - the patient was administered 60 ml- unknown treatment. On (B)(6) 2023: 0837 - the patient was administered a chloride injection. On (B)(6) 2023: unknown time- blood was drawn from the patient and analyzed (whole blood) using the piccolo metlac 12 panel lot# 2181db1 on the xpress piccolo analyzer sn (B)(6). Results: potassium (k+) =3.4mmol/l (reference range 3.6-5.1mmol/l). It is standard procedure for the laboratory to run a metlac panel and comprehensive metabolic panel subsequently. The facility does not keep patients overnight. The patient was discharged within 24 hrs. The laboratory director stated it was unknown if the patient exhibited any clinical signs and did not know the details regarding the blood draw process. The laboratory director stated the piccolo xpress analyzer and rotors were working fine and declined to send the instrument and unused rotors in for evaluation. 09may2023 quality investigation received:: a review of the batch record for lot 2181dba was completed and confirmed there were no unacceptable readings for potassium. The lot met all release criteria with no deviations during manufacturing. A review of the complaint data showed a total of (B)(4) rotors were manufactured and shipped. The complaint rate for low potassium on this rotor lot is (B)(4). There has been no observed trend for low potassium over the last 12 months ending april 2023. There has been no reported patient impact contributing to patient injury or hospitalization. No further action is required at this time.